Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties, patient effect and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral intervention procedure. Reportedly, the clip was deployed; however, hemostasis was not achieved completely. The patient was obese and the physician mentioned that he may have not pulled back against the vessel wall enough prior to deploying the clip. Manual arterial compression was applied to achieve hemostasis. Approximately 15 minutes post procedure, the patient developed a large hematoma. Manual compression was applied to treat the hematoma. The patient was transferred to the local hospital for further observation of the groin as the procedure was performed at an outpatient facility. Follow-up indicated that the patient was "doing fine". There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.